Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with customer's sets. The mother states the reservoir had leak. The mother states they believe the leak is located at the top where the infusion set and reservoir connect. The mother states insulin is noted in the reservoir compartment. The customer's blood glucose level was 287 mg/dl. The customer was advised the set would be replaced and returned for analysis.